Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to february 4, 2026. Section d6a: implant date unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the preloaded multifocal intraocular lens (iol), model drt150, the injector scratched the lens as it was being inserted into the eye. The customer indicated that the scratch was located outside the central optic zone; therefore, the surgeon did not explant the lens. No patient injury was reported, and no unplanned medical or surgical interventions¿such as vitrectomy, incision enlargement, or sutures¿were required. The complaint device remained implanted. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: february 23, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that ovd was inside the cartridge. The cartridge, plunger rod, lens module, and handpiece were inspected; no issues were identified. No lens was received for evaluation. The complaint issue "cosmetic issues" was not identified during product evaluation. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.